Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in an esophagogastroduodenoscopy (egd) procedure performed in the esophagus on an unknown date. According to the complainant, during the procedure, the balloon burst. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in an esophagogastroduodenoscopy (egd) procedure performed in the esophagus on an unknown date. According to the complainant, during the procedure, the balloon burst. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to 01/01/2020 as no event date was reported. Block h6: problem code 1074 captures the reportable issue of balloon burst. Block h10: investigation results a visual examination of the returned complaint device found that the balloon was burst. Based on the available information, it is possible that factors encountered during the procedure, such as lesion characteristics, handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure could have resulted in the reported failure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.